Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found that there was no x-ray and the voltage was out of range. He also found that the tube was leaking oil. He replaced part number (B)(4)", which solved the problem.

Event description:
The customer reported that they are unable to expose and the system would suddenly fail during operation although the console desktop displayed the green sign. During exposure, there are no images at all on the image display, and there is also no error info on screen. The customer restarted many times, but it still failed.